Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred while using the same cartridge. An infusion set change was performed to address the occlusion alarms. The customer's blood glucose (bg) levels ranged between 127-200mg/dl. Tandem technical support (cts) educated the customer in regards to possible causes of occlusion alarms and advised the customer to perform a cartridge change to address the occlusion alarms. Cts shipped the customer a case for the pump to prevent temperature changes and to prevent cartridge damage.